Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during insertion of an impella 5.5 device for support to a patient with cardiomyopathy, the peel away sheath cracked. It was noted there was too much leakage to salvage, and therefore, another peel away sheath was successfully used. There was no report of harm to the patient.

Manufacturer narrative:
B.5 additional information was received and abiomed's medical safety officer review was completed. D.6b explant date was received. The investigation for the introducer damage-mechanical has been completed. No product was returned for investigation. The root cause of the introducer damage mechanical issue was not determined since the product was not returned. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11286 was submitted.

Event description:
It was further reported that support was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the patient's outcome.